Event description:
PICC inserted in march. Chest x-ray reported a tip in left innominate vein. The following day the IV nurse noted blood backed up in unused port and pulsating. The dr was notified. Pt complained of pain and numbness in the lt hand. The left fingers were cyanotic. The pt was taken to surgery to remove the clot. The following day the left hand and fingers were warm, pink and good pulses.